Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 while the customer was changing the cartridge. There was no impact to the customer's blood glucose level. The customer was able to successfully load a new cartridge and resume insulin delivery.